Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-05734, and 2210968-2012-005742. The same patient is represented in each medwatch..

Manufacturer narrative:
Date sent to FDA: 06/28/2016.

Manufacturer narrative:
(B)(4): it was reported that due to mesh erosion into the bladder, dyspareunia and utis, patient underwent mesh removal on (B)(6) 2009 and (B)(6) 2012.(B)(4).